Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under the ECG electrodes. The patient's physician recommended that the patient use hydrocortisone cream for the irritation. The patient reported that the irritation improved.